Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze are also fraying.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported the gauze are also fraying.¿ a review of the device history records (DHR) for reported lot number 17k247362 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. One (1) banded bundle sample was received for evaluation. The product was received unopened and examined for fraying. Visual examination and cross-examination of the bundle of ten (10) sponges, observed a single thread was attached. The single thread that is attached has been pulled from the weave. Single threads, either attached or unattached, to the finished sponge should not be present. Validation quality checks are conducted at the beginning, middle and end of a lot. Inspectors routinely examine a statistical sample both physically and visually. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.